Event description:
The baxter tech reported an infusion pump with an 813:01 failure code that occurred during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.